Manufacturer narrative:
(B)(4). The field service agent (fsa) found the battery only ran for 5 minutes. As a result, the battery was replaced.

Event description:
It was reported that the intra-aortic balloon pump (iabp) has a battery runtime issue. There was no report of pump being swapped out. There was no report of patient complications.

Manufacturer narrative:
(B)(4). Teleflex received a non-teleflex device for investigation. The reported complaint of "short battery runtime" was confirmed by the field service engineer during the repair of the pump. As a result, the battery was replaced. The retuned battery was a non-teleflex battery; therefore, no functional testing can be performed. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service agent (fsa) found the battery only ran for 5 minutes. As a result, the battery was replaced.

Event description:
It was reported that the intra-aortic balloon pump (iabp) has a battery runtime issue. There was no report of pump being swapped out. There was no report of patient complications.